Event description:
On 2024-nov-15 additional information was received from the rep. They reported this event was resolved. Customer service instructed the rep to close all apps, and when interrogating the ins to make sure to wait before hitting "start". This resolved the issue. The rep confirmed that the ins was implanted and there have not been any reported issues.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that while connecting to a new ins, rep received error code 000100bb and was unable to connect, so ended up using a different ins. Rep stated this just happened today and they went to try to start usage, when it closed them out of the app and then gave the code when trying to connect. Technical services reviewed waiting 2-3 seconds before hitting "continue". Rep states this was not associated with a patient yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: a71200, product type: software. Correction submitted: for coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.